Manufacturer narrative:
The incident is considered off label use of the device. Advanced age may have contributed to the development of the squamous cell carcinoma.

Event description:
An (B)(6) year old patient developed well differentiated squamous cell carcinoma on left posterior cheek approximately 2 weeks after a dermal resurfacing procedure.